Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: (B)(4).: patient 1 c/s(B)(6) 2021, 10/19-3 small sutures removed . Was there any adverse consequence associated with the patient? Required additional office visits for patients for wound checks and suture removal and cleaning. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Sutures removed. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No meds prescribed. What is the current status of the patient? Incisions now healed. What is the lot number? Lot qlmmtu, expires 9/30/2025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarian procedure on (B)(6) 2021 and suture was used. It was noted that the patient returned over the past weeks with problems with this suture. It was supposed to be an absorbable suture but it wasn't absorbing. There were no patient consequences reported. Additional information was requested.